Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that the lead was explanted due to increasing pacing lead impedance. Previously the competitor ICD showed a similar issue with a competitor lead.